Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. However, data was received by the patient. A review of the downloaded data log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. No injury or medical intervention was reported.